Manufacturer narrative:
The investigation into the reported 'saturated flow" has been completed. The product was returned for investigation. The pump was visually inspected and found that the pump had significant biomaterial stuck outside/below the outflow cage and motor housing was observed. Also, large purge gap was observed with the bearing wear occurring at the end on the 12th day of support. The biomaterial likely expelled out from the impeller due to large purge gap since the pump was used for greater than design life of eight days (12 days in support). There was no optical signal issue observed with the return pump. There were no other abnormalities found. The data logs were reviewed and motor current spike followed by saturated flows on the 10th day, 40 hours before explant was observed. Saturated flows were seen at p-8 and other p-levels after motor current spike. No optical signal issues observed in data logs. The cause of the saturated flow issue was due to biomaterial ingestion per log and return product review.

Event description:
The user facility reported a male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp support, there was a sudden increase in purge flow, and normalization of purge flow but shortly after an increase in motor current and left ventricle (lv) curve completely over the aortic wave form. Investigation showed saturated flow. The user was advised of increased risk of pump stop. Care was withdrawn and the patient expired. There is not enough information to associate the use of the device with the patient's outcome.